Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with atrial arrhythmia therapy capabilities displayed a monitoring voltage of 2.53 volts (middle of life 2) and a charge time of 26 seconds. Elective replacement indicator was reached one month ago. A boston scientific technical services (ts) consultant recommended replacing the device since it has reached eri and sending it for analysis once it has been replaced. A request was made for a save all to disk and memory dump to be performed and mailed to begin analysis.